Manufacturer narrative:
Technical evaluation and conclusions a technical evaluation of the device involved in this event was not possible as a portion of the probe was left in patient's bone while the other portion was disposed of by the hospital and therefore not available for the technical evaluation. A medical evaluation of the case was not performed as no information about patient conditions, medical procedure, diagnosis and x-ray images have been made available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the issue complained. In case further information is provided, orthofix will re-open the investigation on the case. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: surgery description: arthroplasty revision (femur) event description: probe was working fine and using as normal to scrape cement off. Whilst using this device, the head of the scraper probe snapped off and fell down into the patients intramedullary canal and it was left inside the patient. The remainder of the probe was not kept aside. It was disposed of by hospital. The device failure had adverse effects on patient: head of probe left inside patient, added around 30mins extra to surgery time (including getting xray in) no plans for further surgery. Manufacturer ref: (B)(4), distributor ref: (B)(4).

Event description:
The information provided by the local distributor indicates: - surgery description: arthroplasty revision (femur) - event description: probe was working fine and using as normal to scrape cement off. Whilst using this device, the head of the scraper probe snapped off and fell down into the patients intramedullary canal and it was left inside the patient. The remainder of the probe was not kept aside. It was disposed of by hospital. - the device failure had adverse effects on patient: head of probe left inside patient, added around 30mins extra to surgery time (including getting xray in) - no plans for further surgery. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation a portion of the device involved in this event was left in patient's bone. The remainder of the probe was disposed of by hospital. The technical evaluation of the event description is on-going. As soon as the results of the investigation are available, orthofix srl will provide a follow up report.